Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. The incision was enlarged slightly to remove the lens and another same model lens was implanted. Sutures were not required.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of the test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.